Event description:
Customer stated, we have had previously before and just yesterday had a urinary drainage bag leak of item dyn15405 in a procedure.

Manufacturer narrative:
Customer stated, we have had previously before and just yesterday had a urinary drainage bag leak of item dyn15405 in a procedure. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.